Event description:
It was reported that, "pt had a l3,4,s1 fusion from a previous surgery. The s1 screw was broken. The surgeon removed all screws and left the broken screw in the sacrum. The surgeon did a laminotomy on l2, checked whether the construct fused and determined that it did. No further instrumentation was done."

Manufacturer narrative:
Na